Event description:
Underdelivery noted during routine biomedical engineering testing using co's test procedures. The pump delivers 14-15ml when a volume of 20ml is expected. Specifications require delivery to be +/-5%. There were no reports of any events when the device was in pt use. No pt involvement.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery) for lifecare 5000 plum products is .00/million sets.